Event description:
During an atrial fibrillation ablation procedure, an agilis sheath exhibited a blood and air leak of the hemostatic valve following the insertion of a non-abbott (boston scientific) farawave catheter. While the sheath was prepared, flushed, and introduced into the patient without issue, the introduction of the farawave catheter resulted in a blood leak from the hemostatic valve and air aspiration. The sheath was identified as the issue and replaced it with a new agilis sheath of the same model. Upon repeating the same preparation and insertion steps with the replacement device, no air or blood leakage was observed, and the procedure was completed successfully. There were no adverse health consequences to the patient.